Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was hospitalized due to a syncopal episode. Follow-up with the pd patient's clinic nurse noted the patient was admitted to the hospital on (B)(6) 2016 for a syncopal episode due to hypotension and staphylococcus aureus peritonitis. Per the nurse the patient reported abdominal pain and took pain medication, which lowered his blood pressure and caused the syncopal episode. The infection was because the patient did not practice aseptic technique during treatment: the patient did not wash their hands and use a mask. There were no reported fluid leaks during treatment or prior to infection. The patient was discharged on (B)(6) 2016 and currently had one more dose of antibiotic medication being administered next week.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.